Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had no therapy on the right. There was an issue with the lead position, both leads were left and there was no low back or leg coverage. It was unknown what led to the event. Reprogramming was done and an x-ray was pending. The issue was not resolved at the time of the report. Further information received from the representative reported that the patient had some slight relief with high density programming. No further actions were taken to resolve the issue. Additional information received from the representative reported that the patient was referred for a paddle lead revision. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.